Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches was occurred in display and unable to read the display. Blood glucose was unknown. Customer also reported that when changing reservoir piece of plastic was chipping off. The insulin pump will not be returned for analysis.